Event description:
It was reported that there was a sudden reset of programmed setting on the device and high thresholds on the left ventricular (lv) lead. The device was explanted and replaced. The lv lead was revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated a firmware error message/code. Concomitant medical products: product ID 4196 implantable pacing lead, implanted: 2010-(B)(6), 4076 implantable pacing lead, implanted: 2010-(B)(6). (B)(4).